Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had exhibited noise for a while. Reprogramming the lead did not resolve the noise. The noise was reproducible when the dependent patient raised their arms above their head. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported.